Event description:
The customer was performing routine maintenance on the advia 120 with autosampler system. Her left hand was stuck by the manual closed tube needle and it barely broke the skin. The customer was wearing gloves. The customer was drawn for lab workup but no treatment other than washing the area was performed. There are no known reports of adverse health consequences due to the injury.

Manufacturer narrative:
The customer contacted siemens. Siemens determined that the cause of the event is due to the user interfacing with the system. The customer did not receive any medical treatment other than washing her hand. There are no reports of adverse health consequences due to the customer getting stuck with the manual closed tube needle while performing maintenance on the advia 120 with autosampler system. The instrument is performing according to specifications. No further evaluation of this device is required.